Manufacturer narrative:
We have received the device for evaluation and were able to verify the failure. The nosepiece was separated from the wire. The gripper blades was pulled out from springwire (the springwire and gripper blades are overmolded in one operation). The root cause of the failure is inconclusive. It is possible the excessive force and/or calcified vessel contributed to the failure. The device history record review did not reveal any discrepancies related to the complaint event during either the manufacturing or the packaging processes and there were no unresolved issues related to the complaint event. We have not seen this type of complaint before. Therefore, it was an isolated incident. We made aware our supplier of subassemblies of this incident. Please note that the pt is fine and was not injured during this incident.

Event description:
During the procedure, the physician pull the handle of the device after locking the vessel at the tip of the nosepiece. At this moment, the nosepiece separated from the wire, and left in the vessel. The physician cut the vessel and removed the piece out of it. Pt is fine.